Event description:
It was reported that dislodgement of this atrial lead occurred during a procedure to revise the associated right ventricular (rv) lead. Both leads were explanted and replaced without further incident. Visual inspection of the leads identified fibrotic tissue buildup between the leads. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.